Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l38472, implanted: (B)(6) 1996, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: l38472, (B)(6), (B)(4). Mdtmdt. The reporter is a non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain and failed back surgery syndrome. It was reported that the patient's current pump was "ready to fail at any time". The patient also questioned the integrity of the catheter. A simple ten minute test had shown that the catheter was no longer functional. The patient stated that if the test had been performed in 2012 with similar results, catheter replacement surgery would have been less risky. The patient was in the process of weaning the pump off and experienced withdrawal symptoms. She was also facing a surgery to remove the failing pump. No further complication was reported.